Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting a system error code 255-14-47 was confirmed by an image provided by the facility but was not replicated during testing or a review of the device logs since no devices were returned for inspection. The pcu error was provided to software engineering. It was determined that soft-faults during battery conditioning are usually caused by a defective power supply or logic board. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. A review of the device logs could not be performed due to no devices or logs being returned for investigation. Testing of the devices could not be performed due to no devices being returned for investigation. An internal and external inspection of the devices could not be performed due to no devices being returned for investigation. The device had no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the report of the device presenting a system error code 255-14-47 is being attributed to a faulty power supply. It was determined by software engineering that soft-faults during battery conditioning are usually caused by a defective power supply or logic board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had battery calibration failed shooting error ¿ 255-14-47. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had battery calibration failed shooting error ¿ 255-14-47. There was no patient involvement.